Event description:
It was reported that the patient presented in clinic to have a magnetic resonance imaging (MRI) procedure performed. The implantable cardioverter defibrillator (ICD) inappropriately reset to backup bvvi mode due to MRI. Defibrillation therapy was disabled as a direct consequence. There were no consequences to the patient. The ICD was reprogrammed and the patient was in stable condition.